Event description:
It was reported that the expandable liner of a 14f isleeve was torn during the preparation for a transcatheter aortic valve implant (tavi) procedure. During preparation, the nurse forgot to remove the product mandrel from the isleeve introducer before inserting the dilator into the isleeve, and thus did not prep the device according to instructions for use (IFU). Because the mandrel was not removed prior to dilator insertion, part of the expandable liner was split open. The tear in the liner was about 20 cm in length, spanning about 2/3 of the blue sheath working length. The tear in the liner began on the sheath about 2/3 of the way to the distal tip. The torn isleeve device was thrown away by the nurse since it could not be used in the procedure in its damaged condition. Another isleeve introducer was used for the procedure. No patient harm occurred. As of (B)(6) 2018, the patient was doing well.